Event description:
A study was done, but the pressure tracing recorded on the physio track has the date 6 days prior to the procedure. Determination could not be made as to what caused this event, due to multiple re-recordings of waveforms and deletions in the chron log by the customer. Problem could not be reproduced.